Event description:
After successful coronary stent deployment, the balloon would not deflate. The balloon was inflated to 27 atm's and ruptured for removal. Some removal difficulty was encountered, however, after some manipulation of the guide catheter the balloon catheter was removed. Pt status is listed as "okay".